Event description:
The pt reportedly is experiencing skin breakdown at the implant site where the external processor and the pt's eyeglasses rub against each other. The surgeon has scheduled surgery to re-position the pt's internal device.